Event description:
PICC line leaking: the patient had a 4.0 french double lumen provena PICC from bard placed by interventional radiology 16 days ago. The patient found the PICC leaking at between the catheter and hub, went to emergency department. The interventional radiology on-call team replaced a new different PICC, the patient did well. There are multiple provena PICC from bard leaking incidents. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.